Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego¿ connector allowed air to pass through the cap. As per the report, the health professional was discontinuing dialysis when the writer pulled the line off of tego, the end of the tego pulled out, resulting in a bubbling of the end. There was no patient harm reported.

Manufacturer narrative:
One (1) used sample item #d1000 was returned for evaluation. As received a doming was observed over the top seal, but no additional damage was observed. No mating device was returned for evaluation. The tego was partially dissembled and no adhesive silicone was observed on one of the sides and also confirmed that the seal didn¿t go to the top of the post. Complaints of product incorporate/allow air can be confirmed. The probable cause is due to insufficient adhesive silicone applied during assembly. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 2/8/2024.